Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified. In addition, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.